Event description:
It was reported that the patient was short of breath and pre-syncopal. The right ventricular lead had high thresholds and failure to capture. The patient is pacemaker dependent with complete av block with a heart rate in the 20's. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was short of breath and pre-syncopal. The right ventricular lead had high thresholds and failure to capture. The patient is pacemaker dependent with complete av block with a heart rate in the 20's. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.